Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after swimming. Reportedly, the audio bolus button was missing and moisture was observed behind the screen. The reporter attempted to power on the pump with another battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump was opened and moisture damage found on the pcb. Pump fails to power on. Moisture visible in the display unable to perform all testing steps due to no power to the pump. Bolus button leak found during leak testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.